Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
During bha surgery, simplex were hardening early. 80g was stirred with amikacin 2 samples. Cement began to solidify after about 3 minutes and it was completely hardened. After injecting cement into the medullary canal, the surgeon could only insert the stem halfway. After that, the stem was removed and the hardened cement was scraped with airtome and new exeter stem was deployed with new cement. The operation was extended about 45 min.

Event description:
During bha surgery, simplex were hardening early. 80g was stirred with amikacin 2 samples. Cement began to solidify after about 3 minutes and it was completely hardened. After injecting cement into the medullary canal, the surgeon could only insert the stem halfway. After that, the stem was removed and the hardened cement was scraped with airtome and new exeter stem was deployed with new cement. The operation was extended about 45 min.

Manufacturer narrative:
An event regarding setting time involving a simplex p cement was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection and functional testing was completed on the three retained samples tested from the reported lot. The results were satisfactory and within specification. Medical records received and evaluation: not performed as no medical records were provided. Device history review: review of the batch manufacturing records indicate components were manufactured and accepted into final stock on with no reported discrepancies. Complaint history review: there has been one other event for the lot referenced. This event was reported for the same case whereby two units of simplex cement were used. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. The mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Generally, higher temperatures accelerate the polymerization reaction and lower temperatures delay it. Other factors which can affect setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder & liquid and care to avoid inclusion of any extraneous material such as blood or sterilization solutions into the mix. It is noted that two ampoules of the antibiotic amikacin was mixed with the cement during this procedure. Mixing process/technique issues are highlighted in the or handbook. No further investigation for this event is possible at this time. If additional information becomes available this investigation will be reopened.